Manufacturer narrative:
One cadd solis vip pumps - 2120 was returned for analysis with no physical damage found on the pump. Air detector sensor test was performed and found that a false error for " air in line" was duplicated during infusion. The air detector sensor was found to be faulty.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an "air in line" issue. There was no reported injury to the patient.

Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
H2: see a1, b5, h6 (patient code).